Manufacturer narrative:
The insulin pump passed displacement test, rewind, prime seating test and basic occlusion test. All buttons functioning properly. No damage was found on the keypad assembly noted. The j1 connector on the printed circuit board assembly was inspected and properly connected. No unexpected button keypad unresponsive noted. The insulin pump was received with cracked keypad overlay at the select button and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. No further details provided.